Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced a lack of urethral coaptation related to atrophy, leading to a replacement procedure. All components of the existing aus were removed and replaced. The new cuff was placed in more proximal spot on the urethra. No additional patient complications were reported and the patient is expected to fully recover.